Manufacturer narrative:
Continuation of d11: product ID 97791 lot# unknown product type accessory. Product ID 97754 serial# (B)(6) product type recharger. Product ID 977c265 serial# (B)(6) product type lead. Product ID 97791 lot# unknown product type accessory. H3: analysis of the ins found that it was overdischarged and permanently damaged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The aware date was updated for regulatory report (B)(4), to reflect the most accurate information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 information was received from a manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). An overdischarge was reported. Caller attempted physician mode recharge (pmr) for several hours without communication with ins. Later, rep reported that he did pmr and was able to bring ins out of overdischarge. Patient said she has had numerous falls. Patient stopped recharging because she thought the scs was shocking her. Rep tried to reprogram but patient did not feel anything except at 9-10v. Impedances were between 600-900 ohms. No further complications were reported. On (B)(6) 2019 additional information was received from the rep. It was reported that the cause of shocking was unknown; potentially a patient fall. The cause of patient not feeling stimulation was not determined. Patient's dob and weight information was provided. Potential surgical revision was reported. The provided information was confirmed with the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the system was replaced on (B)(6) 2020 due to the patient not being able to recharge, and it taking 6 hours to recharge with 8 coupling bars. The rep said the ins took 3 hours to charge after explant. The patient also reported a jolting sensation and not feeling paresthesia with stimulation turned up all the way. The ins was going to be returned for analysis. No further complications were reported.